Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blood gas monitor generated an initialization failure. The monitor also displayed an "f0a1" error code upon startup of the device. It was found that the arterial blood parameter module thermistor was damaged. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.